Manufacturer narrative:
(B)(4) . No related complaint received with return of device. Final analysis found that a complete lead was returned. An insulation abrasion exposing the outer coil was found at 41.2 cm to 41.5 cm from the connector pin. Abrasion are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.